Event description:
It was reported that the subject device exhibited an error b30. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. E1 - initial reporter establishment name (complete): (B)(6). Updated fields: b5, h2, h3, h4, h6, h11. Corrected fields: e1, e3. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, a probable root cause for the reported failure could not be identified. Device returned and not reproduced. Regarding the no image, a root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.